Manufacturer narrative:
This report is being submitted to provide additional information regarding final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue: ¿image blurry¿. The issue was confirmed when the equipment was inspected by the repair department. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. A device history review (DHR) revealed no problems were found. As per the instructions for use (IFU) manual: precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use: [warning] if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use: [warning] if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during preparation for an unspecified diagnostic procedure, the camera head displayed a blurry image. There was a 5-10 minute delay in the procedure. The procedure was successfully completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported during preparation for an unspecified diagnostic procedure, the camera head displayed a blurry image. There was a 5-10 minute delay in the procedure. The procedure was successfully completed using a similar device. There were no reports of patient harm.